Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry were fully functional. There is no indication of a device malfunction contributing to the patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017. Device download data indicates that the lifevest detected vf with CPR artifact at 16:49:00. The electrode belt was disconnected at 16:53:27. The patient was in vf at the time of electrode belt disconnection. The lifevest properly detected the arrhythmia, but CPR artifact prevented the lifevest from completing the treatment sequence and treating the patient. It is unknown who was performing CPR or who disconnected the lifevest. The patient passed away after the lifevest was removed. No further information is available surrounding the event.